Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The device passed the self test and the displacement test. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed pump error alarm (line number 0 file number 16), (line number 1944 file number 4), and (line number 251 file number 32004), fault isolated to the electronic assembly.

Event description:
The customer reported via phone that the insulin pump had received software error. Customer's blood glucose value was unknown. Customer was able to successfully clear the alarm. Customer was able to completed rewind. The customer was able to perform self-test and it passed. The device will be returned for analysis.